Event description:
It was reported that "hard to view screen and register touch". Customer declined follow up from Tandem Technical Support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 Pro / 2.4.2 / iOS_16.5.1.